Event description:
It was reported that balloon rupture occurred. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, it was noted that the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was good post procedure.